Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 3.4 and 2.5. Customer tested two times today and got a 3.4 and a 2.5; time between testing was 5 mins. Therapeutic range: 2-3.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2011; 1st inr = 3.4; 2nd inr = 2.5; mean = 2.95; sd = 0.64; %cv = 21.57. Since % cv is more than 20%, the test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot 248203 on 08/02/2011 met precision criteria. Test results are as follows: donor 80 = 3.2, 3.1, 3.0 inr; donor 81 = 1.5, 1.6, 1.7 inr. In-house test results have 3.23% and 6.25%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. Root cause could not be determined with the info customer provided. Technique could not be ruled out as possible cause. No product was expected to be returned. Retained strip test result comparison met precision criteria. (B)(4). Action threshold has been reached. Since strip lot release, 17 in-house therapeutic sample tests have been performed with 190 retained strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.